Manufacturer narrative:
Concomitant medical products: d364drg ICD, implanted: (B)(6) 2011. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported there was a lead integrity alert due to the sensing integrity count and high impedance. It was also reported there was a possible fracture. The lead was capped, replaced, and no patient complications have been reported as a result of this event.